Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported a revision surgery on right knee due to pain on mobilizing on the medial side of tkr. Surgeon believes that implants might be in valgus .